Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 503 mg/dl. Customer treated high bg by administering a bolus. Reportedly, customer is working with healthcare provider to adjust maximum bolus settings and address bg.